Event description:
It was reported that the pt received the recall notification from his surgeon. The pt saw his surgeon and completed blood work last week. The pt stated that his cobalt metal levels are 3.4. The pt scheduled for an MRI. The pt states that he experiences pain when he presses on the hip joint.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.